Event description:
Reporter indicated a patient had vns lead and generator replacement surgery due to a lead fracture and high impedance/dcdc = 5 on (B)(6) 2012. High lead impedance was first noted on (B)(6) 2011. It is unknown if the patient had any trauma or manipulated the vns. The explanted generator and lead have been returned and are pending product analysis.

Event description:
Product analysis was completed on the returned vns generator and lead. No anomalies were identified with the generator, and the generator performed per specifications. No anomalies were noted on the lead portion returned. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The lead pin was noted to be fully inserted as evidenced by the location of the setscrew marks on the lead pin. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Manufacturer review of the patient's vns programming history noted the vns was disabled on (B)(6) 2011, when the high lead impedance was first noted.